Event description:
Livanova deutschland received a report of an issue during usage of the electronic gas blender. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in the united states. According to customer, the device shuts down every time the fio2 is set below 1.0 lpm. Involved device was replaced with a new one that, after passing all the functional tests, was installed at the customer site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings and taking into account the results of similar events investigation, the root cause of the event was traced back to failure of device electronics that resulted in the unit shut down. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.